Manufacturer narrative:
Device evaluation anticipated, but not yet begun.current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.there are no adverse effects reported as a result of this event, however, the device malfunction is subject to the two year rule.

Manufacturer narrative:
The returned inserter was visually examined. The alignment block has detached from the multiaxial shaft, which has allowed the multiaxial shaft to slide out of the remainder of the assembly. There are indications the alignment block was welded into place as required. The device history records were reviewed and no non-conformances or temporary deviations associated with this lot were identified. There are no indications of manufacturing issues which would have contributed to this event. Based on the data available through the review and investigation of this file, the most likely underlying cause of the customer¿s complaint is the weld on the alignment block broke, which allowed the inserter to disassemble.

Event description:
The sales associate reported the tip of the screw driver broke while inserting an iliac screw (8.5 x 80). There are no adverse effects reported as a result of this event, however, the device malfunction is subject to the two year rule.